Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured. Crown loose, x-ray showed horizontal fracture of implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The top portion of the reported device was returned for investigation. Visual inspection of the returned product identified significant signs of use, and fracturing laterally at the implant head. The bottom portion of the implant was not returned. No pre-existing conditions were noted on product experience report (per) the reported product was located on tooth # 31 and used for approximately 18 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b5: describe event or problem.

Event description:
It was reported that the implant fractured. Crown loose, x-ray showed horizontal fracture of implant. The implant will not be removed and will be buried.